Event description:
It was reported that pump experienced malfunction code 16 without any events occurring beforehand, and customer¿s pump was identified as part of field correction while customer had not received prior notice. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and tandem technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and return of malfunctioning pump within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.